Event description:
Hill-rom received a report a hill-rom technician stating the siderail end tube was broken. The bed was located at the account on the 3rd floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the siderail end tube being broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 and 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail end tube to resolve the issue. Based on this information, no further action is required.